Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (batch no. 952113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("cramping"), headache ("headache"), genital haemorrhage ("bleeding") and neuromyopathy ("neuromuscular problems"). The patient was treated with surgery (bilateral salpingectomy and removal of both essure devices). At the time of the report, the uterine perforation, pelvic pain, abdominal pain lower, headache, genital haemorrhage and neuromyopathy outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, headache, neuromyopathy, pelvic pain and uterine perforation to be related to essure. The reporter commented: surgical pathology report: pre-op diagnosis: pelvic pain, retained essure, hemorrhaging. Essure insertion detail: normal uterine cavity. Four coils of the essure visualized at the right tubal ostium and five coils visible at the left ostium. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (batch no. 952113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("cramping"), headache ("headache"), genital haemorrhage ("bleeding") and neuromyopathy ("neuromuscular problems"). The patient was treated with surgery (bilateral salpingectomy and removal of both essure devices). At the time of the report, the uterine perforation, pelvic pain, abdominal pain lower, headache, genital haemorrhage and neuromyopathy outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, headache, neuromyopathy, pelvic pain and uterine perforation to be related to essure. The reporter commented: surgical pathology report: pre-op diagnosis: pelvic pain, retained essure, hemorrhaging. Essure insertion detail: normal uterine cavity. Four coils of the essure visualized at the right tubal ostium and five coils visible at the left ostium. Lot number:952113 manufacturing date:2012/02 expiration date:2015/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.